Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the compressed failed and pieces fractured which required a revision.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the adapter shows that the device has fractured off inside the diaphysel segment. Sem analysis results indicate that the taper¿s fracture surfaces both have artifacts that suggest a fatigue fracture. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided. X-ray evaluation provided states that there is a fracture of the mid femoral stem of the hinged prosthesis. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.